Manufacturer narrative:
Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one atlas pta dilatation catheter received for evaluation. During visual analysis inflation luer crack could be identified. No other anomalies were noted. On functional testing an in-house inflation device used to inflate the balloon and could observed water leak near to the distal tip of balloon. Further the balloon fibers were stripped underwent through the microscope analysis and could identified water streaming from the pinhole rupture near to distal tip. No other testing was performed. Based on the returned sample visual analysis, inflation luer crack could be observed and in microscopic analysis a pinhole rupture could be identified. Therefore, the investigation was confirmed for the identified luer crack and reported balloon rupture. A definitive root cause for the identified luer crack and reported balloon rupture issue could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiry date: 09/2026), g3, h6 (device) h11: h6 (method, result, conclusion) h11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the pta balloon was allegedly leaked at the tip. There was no reported patient injury.

Event description:
It was reported that during an angioplasty procedure, the pta balloon was allegedly leaked at the tip. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4: (expiry date: 09/2026). H11: section a: through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.